Event description:
It was reported that the patient experienced hyperglycemia after treating a preceding low and then eating applesauce and dinner, with the family attributing the event to the ilet not delivering sufficient insulin; glucose peaked at 315 mg/dl and remained above range for about three hours before trending down, and no back-up therapy, ketone testing, or professional medical intervention was used. Symptoms included elevated blood glucose. Outcomes included temporary impairment with no hospitalization or long-term sequelae. Investigation included troubleshooting with education on expected system behavior during the learning phase and guidance to avoid overcorrection for lows, with advice to consider an infusion site change if levels did not normalize. Investigation of this case revealed use-related factors associated with meal intake following a low and possible under-delivery relative to carbohydrate intake. It was concluded that the event involved hyperglycemia with cause unclear and that user education and standard troubleshooting were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.